Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and a stent dislodgement occurred. The 99% stenosed lesion was located in a calcified and moderately tortuous mid to distal right coronary artery (rca). The proximal portion of the rca was severely calcified. The lesion was predilated with another MFR's 3.0x9mm balloon. Pre-ivus was performed. The physician attempted to advance a taxus express2 3.0x16mm drug eluting stent, but was unable to cross "to a region of shoulder" of the proximal rca due to the severe calcification. The device was removed, and it was noted that a proximal stent strut was lifted. The physician manually fixed it "with his hand" and attempted to advance the device again, but was still unable to cross the lesion. As the device was withdrawn from the patient, the stent dislodged just short of the guide catheter. The dislodged stent was able to be retrieved with a snare. The lesion was dilated again and the procedure was ended. No further patient complications occurred. Patient status is satisfactory.